Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that on (B) (6) 2008, the patient underwent stenting of an unknown restenosed stent within the pre-dilated mid lad and the unknown restenosed stent within the pre-dilated mid rca, with xience v stents. On (B) (6) 2009, the patient experienced chest pain and was admitted to the emergency room. An unknown medication was given. The EKG findings revealed a non q-wave myocardial infarction. Diagnostic coronary angiography was performed and revealed stent thrombosis within the xience v stent in the mid lad and restenosis of the xience v stent within the mid rca. These were treated via balloon angioplasty. The event resolved on (B) (6) 2009, and the patient was discharged. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusions summation- in this case, there was no reported product deficiency. It was reported that the xience v stents were used to treat in-stent restenosis of previously placed stents. The product IFU indicates: "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length <=28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm." In this case, it cannot be determined how using the xience v stents to treat restenosed lesions may have contributed to the patient effects.